Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call of having high blood glucose of 482 mg/dl. Customer treated with injections. Troubleshooting found that the cannula was bent. Customer was advised on insertion techniques and to follow up with their doctor regarding the high blood glucose. Customer declined further high blood glucose troubleshooting.